Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Information was received from a healthcare provider regarding a patient having lumbar fusion. It was reported that the patient, who had a previous lumbar fusion, was undergoing an l3-4 dlif and posterior fusion march 21/22; the hardware from the previous fusion had to be removed prior to the new fusion. Midway through the  procedure, as the surgeon was preparing to remove the set screws (currently in the patient from the previous surgery), with the self-retaining breakoff driver from the solera loaner set, 4 breakoff screw caps (from a different surgery with a different patient that should have been removed from the driver post-that-surgery) fell out of the driver into the wound and sterile field. (The screw tops/screw caps are broken off during the final tightening process.) The caps were removed, the surgical site was thoroughly irrigated, and the entire table with all instruments and implants were exchanged for clean ones. Surgery was further delayed as contaminated one-of-a-kind instruments had to be rapidly reprocessed to be used in the surgery. Ipc was contacted and the appropriate mitigation and investigation steps were put into action, including contacting the involved (B)(6) hospital. The loaner set was checked in to (B)(6) site by the company rep post the (B)(6) surgery. (B)(6) mdrd staff reprocessed the loaner devices according to the mifu, including inspecting the driver x 2 prior to the devices being used in the or in this case. The retained screw caps were not detected. The (B)(6) scrub nurse used the obturator to check inside the driver prior to the surgery; no set screws were detected or came out until the driver was being used in the case. Later it was confirmed with medtronic that the breakoff screw caps were accidently left in the driver post a surgery in an (B)(6) hospital, the devices passed through medtronic's hands, and arrived in (B)(6) with the retained screw caps undetected. Purportedly, the device and fragments would have undergone seven points of contact/inspection, from the point of use in (B)(6) until the fragments fell out in ab, and were not detected. This was despite at least four confirmed, fully-mifu-compliant inspections by (B)(6) pre-operatively including passing the obturator through the device there was no patient symptom reported. There were no further complications reported regarding the event. The case was previously booked to finish at 1335 and did not finish until mid-evening. The case was delayed partially due to the fact that contaminated one-of-a-kind instruments had to be rapidly reprocessed to be used in the surgery.

Manufacturer narrative:
Initial reporter info updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.